Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting beep tones two times in the last month. A guidant technical services (ts) consultant discussed the likely causes of beep tones and the particular pattery indicative of elective replacement indicator (eri). This ICD was explanted and successfully replaced with a new ICD. No adverse patient symptoms were reported.